Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding broken cable was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument's wire was broken while gripping the myoma. The customer completed the procedure with backup instrument. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was grasping myoma when the issue occurred, although there were no issues related to opening/closing of the grips. No fragment fell inside of the patient¿s anatomy, the instrument did not collide with any other instrument or tool during the procedure and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tenaculum forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.